Event description:
It was reported that during procedure, the atrial lead was not sensing and the helix had jammed. The device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found an electrical short, an x-ray revealed over torque of the distal coil due to damaged inner insulation.